Manufacturer narrative:
Detailed product information was not available. We are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported insufficient ice occurred due to the system. During the use of an icefx system us refurbished system, insufficient ice occurred. The user performed troubleshooting attempts; however, these efforts did not resolve the issue. There was no patient involvement in this event.

Manufacturer narrative:
E: initial reporter tab updated with additional information received via good faith effort response from representative. H11: the UDI string for this product is: (B)(4).

Event description:
It was reported insufficient ice occurred due to the system. During the use of an icefx system us refurbished system, insufficient ice occurred. The user performed troubleshooting attempts; however, these efforts did not resolve the issue. There was no patient involvement in this event.

Manufacturer narrative:
E: initial reporter tab updated with additional information received via good faith effort response from representative. H11: the UDI string for this product is: (B)(4). H11: device analysis by manufacturer: icefx s/n (B)(6) was returned to arden hills for analysis. The unit was analyzed. The complaint event date was 24jun2025. The pm due date was (B)(6) 2025. The pm was past due and therefore ice-ball performance may have been less than expected. Performed srv-frm-100029-btg, plugged needle test. Ran one ice seed needle in each channel for 10 minutes. Channel pressures started at about 3455 psi and ranged from 3445 to 3475 psi. There appeared to be some variation between ice balls during the test. Testing was performed in room temperature water which could have reduced differences in ice ball variation, compared to body temperature of about 37c. Performed the icefx functional test, all testing passed. Confirmed the reported complaint of icefx is having issues regarding ice ball performance.

Event description:
It was reported insufficient ice occurred due to the system. During the use of an icefx system us refurbished system, insufficient ice occurred. The user performed troubleshooting attempts; however, these efforts did not resolve the issue. There was no patient involvement in this event.